Manufacturer narrative:
(B) (4). (B) (4). Product performance engineering summation: the reported patient effect of perforation is a known adverse event listed in the xience v instructions for use and no fault risk assessment matrix. Although a conclusive cause for the reported patient effect and the relationship to the device, it any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturer, design, or labeling.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device status: no device malfunction has been reported. It was reported that during post dilatation of the rx xience stent within the mid left anterior descending artery, a perforation occurred. This was successfully treated via implantation of a graftmaster stent. There were no further patient effects. There is no additional information available.